Event description:
It was reported to nova biomedical that a consumer was experiencing an adverse event at the time of the phone call. Information received before medical intervention arrived was that the consumer received readings of 567 mg/dl, 72 mg/dl and 317 mg/dl while on the telephone. Our suggestion of administering orange juice was taken to prevent the consumer from a more severe hypoglycemic event. The difference in the readings was determined to be clinically significant. It is unknown if the meter and test strips involved in the event will be returned. A follow-up phone call was made to the consumer, however, they have not returned the call.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.